Event description:
Adverse event(s): "hypotony" (intraocular pressure, delayed, uncontrolled); "choroidal hemorrhage" (hemorrhage). Product problem(s): "system message displayed" (device displays error message). A customer reported receiving a system message during surgery when the surgeon pressed the footswitch a few times very quickly. The eye went hypotonous and a choroidal hemorrhage was noted. Add'l info was requested. Add'l info was received. A company sales rep was present during the case and reported the purpose of the surgery was to explant an intraocular lens (iol) due to a zonular disinsertion and to implant an iris fixed iol. When the surgeon wanted to decrease the infusion pressure, he pressed the left heel switch very quickly several times. A fault message was displayed on the screen. The system was rebooted twice without success. At that point, the surgeon noted hypotonia. The company service rep then noticed the infusion line was clamped, so he opened it and everything went back to normal. At that time, the surgeon noted the beginning of a choroidal hemorrhage. The pt was seen a week later but still had not fully recovered.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4).